Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, it was a case of an implant of 23 mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. After a successful valve implantation and upon removal of the esheath, the patient's pressure drop. Resuscitation was required. The angiography showed the s3 ultra embolized into the ventricle. The patient was converted to heart surgery. The sapient 3 utra valve was explanted and a 21 mm edwards surgical valve was implanted instead. The patient was intubated on ICU. On post-operative day (pod) 3, the patient expired. At this time, the cause of death is unknown.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient native annulus measure 382.3 mm2 and the valve size selected was 23mm as per recommendation. Calcification was observed on the annulus. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for was unable to be confirmed due to unavailability of procedural imagery or medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''a 23mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. The valve was fully deployed and implanted at a intended position. After valve implantation and removal of the e-sheath occurred a pressure drop up, resuscitation was required. The angiography showed a s3 ultra embolized into the ventricle''. In this case, the compression force applied to the chest during resuscitation could have caused the valve to deform. The deformed valve may not be able to hold steadily within the native annulus which subsequently lead to valve embolization toward ventricle. As such, available information suggests that procedure factors (resuscitation) may have contributed to the complaint event. However, without procedural imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.